Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius customer service being hospitalized due to a pd-related issue. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with this pd registered nurse, it was reported that this patient was hospitalized on (B)(6) 2026 and diagnosed with anasarca, scrotal edema and bilateral inguinal hernias. It was affirmed that the patient did not initially experience symptoms of these events at the time of a ccpd treatment. The patient was transitioned to hemodialysis (hd) for renal replacement therapy, presumably on a hospital provided hd machine for the duration of the admission. During a urology consult, it was discovered the patient had bilateral inguinal hernias. The cause of the hernias was not reported and remains unknown. Additionally, there was no indication that the patient¿s hernias were exacerbated over the course of pd therapy. The patient was discharged home on (B)(6) 2026. It was reported that the patient¿s anasarca, scrotal edema, inguinal hernias and the associated hospitalization were not the result of a deficiency or malfunction of any fresenius product(s) or device(s). The patient is scheduled for hernia repair as he continues hd therapy on an in-center basis post-discharge. The patient has a plan to return to ccpd therapy following the repair procedure.

Manufacturer narrative:
Clinical evaluation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s diagnosis of inguinal hernias that more than likely caused or contributed to systemic fluid retention (anasarca) and scrotal edema. It is well established that those patients undergoing pd therapy are at high risk for mechanical complications due to hernias of any etiology and may be safely repaired to continue successful pd therapy (1). The cause of this patient¿s adverse events cannot be determined; however, there was no indication of a contributing deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. This is further supported by studies that have found intra-abdominal pressure from normal pd therapy does not consistently carry a risk of hernia occurrence. Therefore, the liberty select cycler can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.